Manufacturer narrative:
The aquabeam console was returned for investigation. Visual inspection revealed no physical damages or anomalies. Functional testing of the returned aquabeam console confirmed the reported event. For additional analysis, the console was disassembled revealing remnants of a fractured helical gear within the high-pressure pump assembly. The root cause is undeterminable as it is unknown exactly what caused the helical gear to break. However, it is likely that the pump cartridge was in a suboptimal position while attempting to lock it in place and the force applied caused the helical gear to shatter into pieces. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam console / lot number 20c00679 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. Um0101-00, rev f aquabeam robotic system user manual, us was reviewed 5.1 precautions: general. Assess the condition of all components prior to the aquablation procedure. If any component seems damaged or faulty, do not use the device. Replace the suspect device and/or contact procept. 5.2 precautions: aquabeam robotic system setup. Ensure the aquabeam robotic system electrical connections are properly installed and secure. Failure to do so may result in user or patient injury. Table 4 aquabeam robotic system status indications. Confirm cartridge is fully seated into pump head and close latch (note: latch provides a tactile click upon closure). Submission of this report does not constitue an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Component code = 4755 - aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure, the aquabeam handpiece was unable to latch into the aquabeam console due to a broken pump cartridge latch. As a result of this event, the aquablation procedure was aborted. There were no adverse health consequences to the patient due to this event.